Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced diabetic ketoacidosis and was treated with insulin injection at home later admitted in the hospital due to increased thirst and vomitings there treated with intravenous insulin on (B)(6) 2026.